Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information- catalog number updated to oss385 lot number unknown, expiration date updated to unknown, UDI updated to unknown d9: device availability g1: contact office (and manufacturing site for devices) contact name and email zimvie did not receive one (1) tsv4h13, (imp,tsv,4.1mm,dual sel,ha) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 62096292. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62096292 for similar events and no other complaint was identified. Review completed utilizing keywords: damaged threads the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root cause determined from the investigation is improper technique used by customer during procedure (excessive torque.) Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the implant was threaded and needed thread tap. The implant was not removed or damaged due to this event at the time of this report, so it remained implanted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: patient age and date of birth unknown / not provided. A3: patient gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: unique identifier (UDI) number not applicable . D6a. Placement date unknown / not provided . D6b. Explantation date unknown / not provided . E1: reporter last name unknown / not provided. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.